Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 3992206,  510k # k172199 , UDI#  (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unknown surgery at l4/s1 due to isthmische olisthosis . Intra-op, implant was broken. The implant was removed. No patient complications were reported during this event.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed the spacer was returned fractured into multiple pieces. Optical inspection of the fracture surface revealed a brittle and rigid surface consistent with overload. It appears the implant was overloaded during implantation. Unable to determine the root cause of failure in the returned implants condition. If information is provided in the future, a supplemental report will be issued.